Event description:
On (B)(6) 2010, pt reported via e-mail that the infusion device was not delivering insulin correctly. Blood glucose was elevated to range of 12-21 mmol/l (216-378 mg/dl) for 4 days prior. Pt delivered correction boluses through infusion device but this did not lower blood glucose as expected. Pt experienced a low blood glucose of 2.4 mmol/l (43.2 mg/dl) on (B)(6) 2010, following multiple boluses to correct hyperglycemia. Target blood glucose is 4.8-8 mmol/l (86.4-144 mg/dl). F/u was completed with pt. Pt reported blood glucose is not lowering by the expected amount after delivering boluses. Infusion device buttons are working as intended. No alerts or errors were received on infusion device. Infusion headset is changed every 2 days and tubing every 7 days. Advised on MFR recommendation. Adapter, battery, and insulin cartridge are used per specification. There has been no leaking of insulin or blood in the infusion set. Time and basal rates are programmed correctly. Pt has not forgotten to program boluses. Infusion device was not dropped, cracked or exposed to water or insulin ingress. Pt disconnected from infusion site and insulin flowed from infusion tubing as expected. Pt switched to backup infusion device for purpose of troubleshooting. Blood glucose regulated after starting backup infusion device. Primary infusion device was replaced and requested for eval. The pt did not require treatment from a health care professional or second party to address the issue.